Event description:
Monday morning, approx 6:45 I was called to radiation onclolgy because of a burning smell in the room and there were no couch movements. I too noticed the smell and began looking for the source. It wasn't immediately obvious where the source was. I picked up the hand pendant to see about the couch problem and as I asked for a motion I saw fire and smoke coming from the top of the stand. I immediatedly hit the emergency stop button killing all power to the machine. The fire had extinguisehed itself by the loss of power. Upon seeing the damage, I called for assistance in finding the cause of this fire. Rep and I troubleshot power supplies looking for something shorted. All supplies were fine. We decided to order a new backplane pcb and accessory controller pcb (the 2 boards which were on fire) for tuesday morning. Tuesday at 10:00 am I installed the new backplane pcb and accessory controller pcb. As I was testing machine function I noticed the machine still had further unforeseeable problesms. I called rep back to help fix these problems. They had called me back from the road and asked if I would call varian to see if the backplane pcb I rec'd was compatible with our machine. It turned out varian had sent the wrong one. I had varian overnight the correct one for wednesday. I called rep and told the rep to turn around thinking the wrong part was still our total problem. Wednesday at 10:00 am I installed the correct backplane pcb and saw that there were still other problems with the machine. I.e. No collimator rotation, x and y jaws would drive, and after the machine was on for a period of time gantry and couch movements became jerky. Rep and I continued troubleshooting and found that the short/fire took out other components as well. We replaced the crdio pcb and motor I/f pcb from our spares but also needed to order the stand motherboard from varian. Thursday morning rep and I installed the stand motherboard. We tested machine operation. The machine ran well. We gave the room back to radiation oncology at 12:00 pm.